Event description:
Chemo hung as secondary. Rn verifying 3 drips prior to leaving noticed that the primary bag was being infused instead of the secondary. Attempts to troubleshoot identified malfunctioning connector piece. Replaced bd phaseal connector and it started to drip. Caught immediately. No delay in infusion.